Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00481.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil through tortuous anatomy into the target vessel using a non-penumbra microcatheter and used the handle to detach it; however, the smart coil failed to detach. The physician then made another attempt; however, the smart coil did not detach. Afterwards, the physician attempted to manually detach the smart coil; however, it would not detach; therefore, the smart coil was removed. The procedure was completed using six additional smart coils and the same handle. There was no report of an adverse effect to the patient.